Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A center director reported a patient with stage 2+ diffuse lamellar keratitis in the right eye two days post lasik. The patient stated that the eye was matted shut in the morning and that it was very rough to get through the day. The patient was started on an oral steroid and the topical steroid dosage was increased. Upon follow up, the patient is reported to be doing better. Patient is to finish out the oral steroid medications prescribed and to continue with the drops for a few more days.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).